Event description:
The trilogy evo was returned to the third-party service center for preventative maintenance, and the customer¿s complaint was not reproduced. During the evaluation it was noted that a trilogy evo failed an internal flow verification for negative flow test step during testing. The technician confirmed one of the in-line filters was contaminated and was replaced to address the issue. The root cause was confirmed. There was no error codes noted in the error log. Additionally, the air foam inlet filter, particulate filter and muffler were replaced due to preventive maintenance.